Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not charging. Upon functional testing fse found wireless footswitch did not charge due to faulty battery. The fse replaced the faulty battery. After replacement of faulty battery, system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch was not working and could not charge. The procedure was completed using the wired footswitch. The philips engineer reset the wireless footswitch by replacing the battery. By removing the battery, the power to the footswitch is removed which resets the software. The same effect would be achieved by reinserting the battery. No harm to the patient has been reported to philips.